Event description:
It was reported that the procedure was to treat a restenosed stent located in the renal artery. The 7.0x15 mm herculink stent was used to treat the restenosis. The stent implant was deployed successfully and was confirmed to be fully apposed; however, during retraction of the fully deflated stent delivery system balloon, the balloon caught on the edge of the previously unknown deployed stent and then on the 6fr sheath that was positioned at right angles to the balloon, which resulted in the balloon detaching from the delivery system. Some resistance was felt during retraction and it was stated that it was as if the sheath sliced the balloon off the catheter easily. Despite efforts to capture the detached balloon with additional devices retrieval was unsuccessful. The patient underwent a surgical procedure to retrieve the separated balloon from the renal artery. The patient is recovering well. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.